Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('perforation of organs') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), pelvic pain ("pain") and abdominal pain ("abdominal pain"). The patient was treated with surgery (hysterectomy full, salpingectomy (bilateral), oophorectomy (unilateral)). Essure was removed on (B)(6) 2016. At the time of the report, the perforation, pelvic pain and abdominal pain outcome was unknown. The reporter considered abdominal pain, pelvic pain and perforation to be related to essure. The reporter commented: previously reported insertion date was (B)(6) 2013. Plaintiff received treatment for pelvic pain, abdominal pain. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: essure confirmation test was done but unknown test and results. Most recent follow-up information incorporated above includes: on 22-nov-2019: pfs received. Abdominal pain was added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation of organs") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required) and pelvic pain ("pain"). The patient was treated with surgery (to remove the essure implant). Essure was removed in (B)(6) 2016. At the time of the report, the perforation and pelvic pain outcome was unknown. The reporter considered pelvic pain and perforation to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.